Manufacturer narrative:
H10: of the three reported malfunctions, the lot numbers were not provided and a lot history review could not be performed. All the three samples were returned to the manufacturer for inspection/evaluation. For two malfunctions, the investigation is inconclusive for failure to infuse and obstruction of flow. For the remaining one malfunction, the investigation is confirmed for material split and inconclusive for failure to infuse. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 7707540j port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow and failure to infuse. This information was received from various sources. All the malfunctions involved patients with no known impact to the patients. The patients age, gender and weight were not provided.

Manufacturer narrative:
Of the 3 reported devices, the lot numbers were not provided and a lot history review could not be performed. All the 3 samples were returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported informations indicated that the model 7707540j port & catheter, implanted, subcutaneous, intravascular allegedly experienced difficulty during infusion. This information was received from various sources. All the malfunctions involved patients with no known impact to the patients. The patients age, sex and weight were unknown.